Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, the reported low flow alarms could not be confirmed as no log files were submitted for review and the device remains in use. Although a specific cause for the low flow events could not be conclusively determined, the low flow alarms resolved with percutaneous opening of the aortic valve and placing a tavr on (B)(6) 2025. There was no further syncope or low flow alarms noted. Flows increased and pulsatility index (pi) values decreased, with both parameters returning to normal expected ranges. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 related to syncopal events with low flow alarms less than the 2.5 liters per minute (lpm) limit. Supportive cares included volume replenishment, and increased patient fluid intake in addition to further heart failure work up. The patient was wheelchair bound and was unable to participate in rehab during the admission. It was noted the patient had a park stich in their aortic valve at the time of implant (B)(6) 2024 and a transcatheter aortic valve replacement (tavr) was planned for (B)(6) 2025. It was additionally reported that the patient's aortic valve was sutured closed with a park stitch with their left ventricular assist device (lvad) implant and presented with months on syncope and low flow alarms. The low flow alarms resolved with percutaneous opening of the valve and placing a tavr on (B)(6) 2025. There was no further syncope or low flow alarms. The flows were back to 4.2 and the pulsatility index (pi) was now 3.7 from 10-13.